Manufacturer narrative:
One still image was received for evaluation. The distal and proximal sections of the stent delivery system are visible. The proximal end of the stent appears deformed. The lot number on the leur is 0009708786 ¿ 0154. The lot number matches the lot number on the shelf carton. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion with 95% stenosis in the left anterior descending (lad) artery. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device. Excessive force was not used. It was reported that the stent failed to cross the stenotic lesion. The procedure was completed using another stent. The patient was reported to be alive with no injury.